Event description:
It was reported that there was difficulty interrogating a device. The patient was in the hospital for unrelated reasons. Multiple unsuccessful attempts were made. It was note that patient has dementia and was unable to convey whether experiencing any symptoms. The device was later explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the device was electively replaced due previously reported unable to interrogate. Device exhibited signs of premature battery depletion. Patient was in stable condition and there were no complications.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.